Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a burning sensation at the device site. The pt visited her physician and the company representative. The pt's device was explanted and replaced. Further info has been requested from the healthcare professional.